Event description:
A (B)(6) female pt contacted zoll customer support to report that the electrode belt would not connect to the monitor and the pt was receiving code 105 as a result. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn 5(B)(4) has been completed. The reported problem (does not connect / code 105) has been confirmed. Upon evaluation, the pin 9 was bent in the trunk cable connector. The cause of the inability to connect to a monitor and the code 105 is the bent trunk connector pin. The root cause of the bent pin cannot be positively identified but is likely physical abuse. No adverse event resulted from the damage electrode belt connector. The pt received a replacement electrode belt.